Manufacturer narrative:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on 09-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (batch no. B34524) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, 2 months 18 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("major fatigue / chronic fatigue"), malaise ("not feeling well and ill-being"), pain ("pain all over my body"), anxiety ("major anxiety attacks") with muscle spasms and sense of oppression, abdominal pain ("abdominal pain"), back pain ("lumbar pain"), chest pain ("chest pain"), loss of libido ("loss of libido"), memory impairment ("memory disturbances"), migraine ("major migraines"), irritability ("irritability"), mood altered ("mood changes") and paraesthesia ("facial paraesthesia"). The patient was treated with anxiolytics and surgery (laparoscopic salpingectomy for removal of essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, fatigue, malaise, pain, anxiety, abdominal pain, back pain, chest pain, loss of libido, memory impairment, migraine, irritability, mood altered and paraesthesia had resolved. The reporter considered abdominal pain, anxiety, back pain, chest pain, fatigue, irritability, loss of libido, malaise, memory impairment, migraine, mood altered, pain, paraesthesia and pelvic pain to be related to essure. Diagnostic results: consultation in emergency, general practitioners and specialists. Cardiologist, neurologist and chest specialist. Ultrasounds, CT-scan, MRI, blood tests and urine analyses. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 01-sep-2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 3.717 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 31-aug-2017: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority (B)(6) on 09-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (batch no. B34524) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("major fatigue / chronic fatigue"), malaise ("not feeling well and ill-being"), pain ("pain all over my body"), anxiety ("major anxiety attacks") with muscle spasms and sense of oppression, abdominal pain ("abdominal pain"), back pain ("lumbar pain"), chest pain ("chest pain"), loss of libido ("loss of libido"), memory impairment ("memory disturbances"), migraine ("major migraines"), irritability ("irritability"), mood altered ("mood changes") and paraesthesia ("facial paraesthesia"). The patient was treated with anxiolytics and surgery (laparoscopic salpingectomy for removal of essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, fatigue, malaise, pain, anxiety, abdominal pain, back pain, chest pain, loss of libido, memory impairment, migraine, irritability, mood altered and paraesthesia had resolved. The reporter considered abdominal pain, anxiety, back pain, chest pain, fatigue, irritability, loss of libido, malaise, memory impairment, migraine, mood altered, pain, paraesthesia and pelvic pain to be related to essure. Diagnostic results: consultation in emergency, general practitioners and specialists. Cardiologist, neurologist and chest specialist. Ultrasounds, CT-scan, MRI, blood tests and urine analyses. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 11-aug-2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 3.443 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.